Event description:
A (B)(6) y/o female was in surgery having a right laparoscopic nephroureterectomy that was converted to open nephroureterectomy. It was reported to risk that during surgery the plastic tip of the harmonic scalpel melted and malfunctioned. The device was inside the pt at the time and the surrounding pt tissue was inspected and appeared not to be harmed. The device was removed from the field and no longer used. The item is sequestered in risk and will not be released. This is all the info risk management currently has on this device.